Event description:
It was reported that during a percutaneous transluminal angioplasty intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous arteriovenous fistula of the forearm. An encore26 inflation device inflated the 5.0 x 20mm mustang balloon to 15atms, and the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a 5.0mm pcb cutting balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).